Event description:
It was reported that this pacemaker device was not successfully implanted due to noise and there was high threshold noted. In addition, this device had connection issues. This device was never in service, and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm noisy signals, high capture threshold and connection issue allegations with the lead as the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker device was not successfully implanted due to noise and there was high threshold noted. In addition, this device had connection issues. This device was never in service, and a new device was implanted. No adverse patient effects were reported.